Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and the hemogard closure assembly was correctly assembled and placed on the tubes. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter the outpatient blood collection room of our hospital has a problem of insufficient blood collection volume of vacuum blood collection tubes. It is judged that the insufficient blood collection volume in the blood collection tubes is caused by insufficient negative pressure.